Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported "bolus not coming out." The customer's blood glucose (bg) level subsequently decreased to 380 mg/dl. The customer reverted to an alternate insulin therapy.